Event description:
Abbott diabetes care received a medwatch report which reported the following information: it was reported that an unspecified number of the customer's adc device "fails" and does not last the full 14 days of wear. There was no report of adverse event or third-party intervention required due to the reported issue as the reporter stated the customer checks glucose with capillary meter. Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.